Manufacturer narrative:
The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor assembly was replaced in order to correct the reported problem.

Event description:
It was reported that cadd prizm vip pump failed the volume test. No serious injury was reported in connection with this incident.